Manufacturer narrative:
No end user information provided. The product was evaluated and repaired by an independent repair center. Should additional information become available, a supplemental record will be filed.

Event description:
Per the independent repair center, the customer alleged problem is low o2/yellow light and the unit alarms are not functional. The key failure is the compressor has bad bearings. The key failure for the unit alarms not functional is that the power switch has no alarm. The non-alarming issue is a reportable event which is the basis of this FDA filing.